Event description:
Stratis subject (B)(6) / medtronic received information through clinical data review that post the procedure, the patient did not wake up. Head CT scan revealed a large left frontal intracranial hemorrhage (ich). Three passes were made with the solitaire, which achieved partial recanalization of occluded left internal carotid artery (lica) and left middle cerebral artery (lmca). The patient was the treated with another manufacture's device, which was successful in opening the vessel in one pass. However, there was residual clot occlusion noticed in the m3 that was not treated. 10mg of verapamil was given as vasospasm occurred in the in the lica. The patient was discharged to a long term acute care facility with (B)(6). .

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. Note: per the solitaire 2 IFU (instructions for use) warnings: for device safety, do not use each solitaire 2 revascularization device for more than two flow restoration recoveries. (B)(4).